Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a bipap a40 device. There was no harm or injury reported. The device was sent to the manufacturer's service center for evaluation. The ventilator inoperative condition was not duplicated. During evaluation and review of the device error logs, a memory malfunction and a device reboot error were observed. The device's main board would need to be replaced to prevent reoccurrence. The unit will be scrapped.